Event description:
The rep reported their coworker interrogated the device once the issue was resolved, however they are unable to pull reports as they are not generating on the tablet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the cause of the difficulty communicating was due to the cardioversion. They reported they were able to reset the implantable neurostimulator (ins) with the help of technical services and it is now working. The patient reported there was more than one cardio event and different actions were taken during each one at different locations. They didn¿t know exactly what was done and when. It is unknown what energy was used during the cardioversion or what the brand of machine was. The location of the paddles were on the patient's chest and middle upper back. The ins is located in the right lower back/flank area. The stimulation was turned off by a family member prior to the cardioversion. The patient reported they have had prior cardioversions with and without an ins present.

Event description:
It was reported that on aug 4, 2025 that a tablet reset of the ins resolved the communication issues/errors and pt was able to use their stimulation system again. It's unclear why the patient was having the communication issues captured in this case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller initially stated that the reason for the call was that when she was trying to connect to the patient's (pt) ins, she was only able to get to %75 before the tablet would stop communicating. Rep was with pt in hospital lobby, no emi or metal tables. The rep stated she tried two tablets, two communicators. The rep stated the version number was 2.0.2683 and no update was available. The rep had closed all apps and had also turned off/on the tablet, also opened and closed pds app. Eventually it was discovered that the pt had cardioversion/defib twice last week and the rep had not been alerted to this so the pt had presumably not had the programming mitigation done that is recommended in the ifp. The rep then confirmed the pt's handset displays the 323 error and the tablet displays the expected message noted in the fca fa1340: vanta failure after cardioversion - june 2023. The caller noted that on the pt's app, it displays 323 message and the next message that is prompted is a message saying the ins was near eos even though the pt's ins settings are 'really low'. Agent advised that in this instance the ins will likely need to be explanted and replaced but agent will follow up with scs team.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.